Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. X-ray imaging revealed the l4 drg lead migrated and the l5 drg lead exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.